Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system red 43 reperfusion catheter (red43), a penumbra system red 62 reperfusion catheter (red62), and a non-penumbra sheath. During the procedure, the physician advanced the red43 and red62 together into the target location. Next, while removing the red43 out of the red62 and the physician fractured the proximal end of the red43. It was reported that the physician was able to successfully remove the red43. The physician then used the red62 to remove the clot, and procedure was completed at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned penumbra system red 43 reperfusion catheter (red43) confirmed that the proximal end of the catheter was fractured. The complaint indicated that the red43 was fractured during removal from a parent catheter. If red43 is mishandled during retraction, damage such as kink and subsequent fracture may occur. Further evaluation revealed stretching near the distal end of the catheter shaft. This damage was incidental to the reported complaint and likely occurred due to retraction against resistance. Based on the reported complaint, the root cause of the resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.